Event description:
It was reported that the physician¿s tablet would not interrogate the patient¿s generator. The tablet had been successfully used on other generators prior to this event. Troubleshooting was attempted where the tablets, wands, and serial adapter cables were interchanged between two systems, the wand batteries were replaced, the tablets were unplugged from the wall to minimize interference, and the wands were rotated. The programming system would not still interrogate the patient¿s generator. It was later reported that the neurologist found the issue to be with the two serial adapter cables. One suspect serial cable adapter is captured in this medwatch report, while the other cable was reported in medwatch report 1644487-2016-00340. Follow up confirmed the programming system was working as expected with the new adapter cable, and that the patient involved was successfully interrogated with another system. The adapter was reported to have been discarded by the site. Attempts for additional pertinent information have been unsuccessful to date.